Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was rerun twice on the same instrument and resulted lower. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens field service engineer was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse proactively replaced the wash manifold and pinch valves. The expected results had been obtained on the instrument during repeat testing prior to service. The cause of the discordant, falsely elevated troponin result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.